Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing on a laparoscopic gastric bypass, the surgeon noticed that the few first pins of the reload popped out of the reload and the stapler could not continue firing. Another device was used to complete the case. There was no patient injury.